Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2009. Inratio: 4.2. Lab: 7.1.

Manufacturer narrative:
This event is reportable because a recurrence may cause or contribute to a death or serious injury. Patient received vitamin k. Device is expected to be returned for evaluation. Investigation pending.